Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered small slat crystals on the cassette bags and a small puddle was discovered on the floor after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The patient reported that the cause of the leak looked as if it was coming from the cassette. Upon follow up, the peritoneal dialysis register nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that patient discovered the fluid leak and ended their pd treatment. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, ancef (1 gram, intraperitoneal, one day) and forrtaz (1 gram, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the actual device without original packaging was returned to the manufacturer from the customer and a physical evaluation was performed. During visual inspection, the liberty set is acceptable and no damages were observed. The reported condition was not confirmed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.